Event description:
Rn found IV tubing for tpn was leaking. Upon closer inspection, tpn was leaking from one of the access ports on the tubing. Rn found wet floor, and sheet/gown were wet. Upon further inspection, tubing for tpn was found to be leaking from under curos cap of tpn tubing. Pharmacy was called, and new tubing was obtained.